Event description:
Edwards received information that a 23mm aortic pericardial valve, implanted seven (7) years, six (6) months and twenty-six (26) days, was explanted due to calcification. As reported, the leaflets on this valve were not completely closing. The patient status is reported as stable. Through follow up with the health care provider, the operative notes were received and the postoperative diagnosis states severe prosthetic aortic stenosis and severe single-vessel coronary artery disease. The details of the procedure noted the valve was "heavily calcified." The valve was replaced with a mechanical valve and the patient was weaned easily from cpb. He tolerated the procedure well, and was transported to cvicu in stable condition. This patient history includes diabetes, hypertension, prior endocarditis, aortic root reconstruction, and this was his 3rd time re-do aortic valve.

Manufacturer narrative:
Method: device not returned. This device has not been returned for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. In this case, it was reported this device was heavily calcified after an implant duration of approximately 7 years and 6 months. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It was also noted the patient had a history of diabetes, hypertension and third-time re-do of his aortic valve which are considered contributing factors towards to calcification of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.